Event description:
Patient's father reported that the pump initially was giving error of "low motor power". They replaced batteries and error resolved. The pump is currently working with no issues. Pharmacy did not replace device. Provided serial number (B)(6) and expiration date is unknown. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. Gammaplex indication: other encephalitis and encephalomyelitis and other specified disorders involving the immune mechanism, not elsewhere classified. Gammaplex frequency: infuse 125 gm (1250 ml) intravenously divided over 3 consecutive days every 3 weeks. (45 gm on days 1 and 2, 35 gm on day 3). Infuse over 7 to 8 hours each day. No further info/details or dates available.